Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose (bg) level was in the 600 mg/dl range. Bg was addressed by resuming insulin delivery and delivering a bolus. Reportedly, the customer had an alternate pump available for insulin therapy.